Event description:
A malfunction alarm with code malf 0 was reported, but there was no adverse impact on the customer's blood glucose level. The fault was resettable, and technical support provided assistance in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to contact support again if the issue reappeared.